Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 069 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: a ¿call service (cs) 069¿ alarm was reproduced. The remaining steps were unable to be completed due to the cs069 alarm issue. The ¿cs69¿ failure was written as a ¿cs87¿ failure in the black box. The returned battery cap was used to complete investigation. A component failure was found on the pcb. Unrelated to the complaint, the battery compartment was found to be cracked on the side which extended from the threads towards the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).